Event description:
We received a report that while implanting a pcb00v intraocular lens (iol) the trailing haptic was broken. The iol was implanted and then removed by cutting in half. At the same time, the patient's posterior capsule broke because of brittle zonules. Afterward, a backup 3 piece iol was implanted and held in place with suture. The patient is reported to be doing fine.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for analysis. The preloaded inserter system was not returned for analysis. Visual inspection revealed that the lens did not have one haptic. A small part of the lens was missing too. The lens was not observed cut in half. Unacceptable cosmetic conditions related with the manufacturing process were not observed in the returned sample. Based on the investigation, the conditions observed in the lens suggest that is related to explant process. The posterior capsule tore during the explant process, and the physician attributed it to the patient condition. A review of the manufacturing records showed no deviations or nonconformities. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.